Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot#serial#: unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot#: unknown, b.3. Event date: not provided as no event date/accepted date/publication date were provided in literature article. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "sustaining an intrathecal drug delivery service: 7 year single-centre experience, barriers, and solutions in london" 2026. This was a single-centre retrospective review of an intrathecal drug delivery service within a tertiary neurosurgical center between june 2018 and july 2025. It was reported that the patient underwent routine pump replacement due to expected end-of-service life. Approximately three years later, the patient developed pain around the pump during aspiration with a discrepancy between the aspirated and expected pump volumes. Following discussion with company representatives, the pump contents were completely aspirated and replaced with saline in order to preserve the pump mechanism pending further management. The patient subsequently underwent revision surgery, at which time catheter calcification and disintegration of catheter tubing around the catheter port were identified. The pump and catheter were replaced. The drug used during the event was unknown.